Manufacturer narrative:
In 2007, this event concerns a device that was manufactured and used outside the us. This device was manufactured between april 2003 and july 2003 and was listed in the advisory letter issued in july 2005. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The device analysis is in progress.

Event description:
During patient scheduled follow up 3.5 years after implantation, the device involved in this MDR report could not be interrogated. Therefore, the device was explanted.